Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hypertrophic scar. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent primary breast augmentation with a 375cc mentor memorygel breast implant (right) and a 275cc mentor memorygel breast implant(left) experienced right sided baker grade iii capsular contracture, right sided local reaction, and left sided hypertrophic scar post procedure. As a result, right sided capsulectomy with device replacement and right sided scar revision with mastopexy was performed on (B)(6) 2022. The right sided device was reported initially under 1645337-2022-02070 on (B)(6) 2022. On may 2, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 9505194 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).